Event description:
A customer reported an event of a "strong odor" emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Additional manufacturer narrative: additional part replaced during service: nylon tubing, intake pump hose, vacuum pump oil (flush kit). (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit was reviewed for the past 6 months (10/30/2014 to 04/28/2015) and trending was not exceeded. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter failed the special test plan. The reason for return of the catalytic converter was confirmed. The oil mist filter was returned and tested. The oil mist filter emitted an odor. The reason for return of the oil mist filter was confirmed. The solenoid valve was returned and tested. The solenoid valve emitted an odor. The reason for return of the solenoid valve was confirmed. The nylon tubing was returned and tested. The nylon tubing emitted an odor. The reason for return of the nylon tubing was confirmed. The intake pump hose was returned and tested. The intake pump hose emitted an odor. The reason for return of the intake pump hose was confirmed. The vacuum pump oil (flush kit) was not returned for functional testing. The assignable cause of the odor/smells issue is the oil mist filter, catalytic converter, solenoid valve, nylon tubing, intake pump hose, and vacuum pump oil (flush kit). The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter, solenoid valve and oil mist filter were replaced. Unit meets specifications and was returned to service on 04/21/2015.